Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.